Event description:
There was an allegation of questionable elecsys hbsag ii, elecsys hiv combi pt, and elecsys toxo igg results for an unknown number of patient samples on a cobas e 411 analyzer (rack system). This medwatch will cover toxo igg. Refer to medwatch with a1 patient identifier pt-(B)(6) for information on the hbsag ii results and medwatch with a1 patient identifier pt-(B)(6) for information on the hiv combi pt results. The customer alleged that they had noticed initially positive results with all three reagents but then a negative result upon repeat. The exact results were not provided.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.